Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw.

Event description:
It was further reported that the patient's device had a lead integrity alert (lia) triggered. It was indicated that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) counts, and rv impedance variation. The lead was revised. During the revision, the patient's implantable cardioverter defibrillator (ICD) setscrew came out of the header while attempting to remove the grommet. The device was explanted and replaced.